Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose up to 925 (mg/dl) and subsequently collapsed. Customer indicated bg level reported may not be accurate, as customer has poor vision. A manual injection was delivered and bg levels decreased. Recommendation was made to consult with health care provider to discuss diabetes management.